Event description:
The customer reported that the device had failed pressure disc calibration and error code 354.6770. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from the date of manufacture 04/22/2014 to the present date (B)(6) 2020 and note that this device has been returned for service eight times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device had failed pressure disc calibration and error code 354.6770. No patient involvement.